Event description:
It was reported that this lead that was implanted into left bundle branch position, presented loss of capture (loc) since it became dislodged, so it was revised and repositioned. The device remains in service. No additional adverse patient effects were reported. Additional information was received and this lead has been explanted due to infection. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this lead that was implanted into left bundle branch position, presented loss of capture (loc) since it became dislodged, so it was revised and repositioned. The device remains in service. No additional adverse patient effects were reported.